Manufacturer narrative:
The devices remains implanted in the pt and will not be returned for evaluation. This is the final report.

Event description:
The pt reported pain in her right flank. The physician decided to revise the location of the lead and implant away from the right flank. The pt is reportedly doing well.